Event description:
Staff were unable to defibrillate and pace a cardiac arrest pt. Screen indicated that pad were not connected. Cables and pads were changed and reconnected with no effect. Staff then switched to a lifepack-10. MFR was contacted and responded.